Manufacturer narrative:
Date of event: exact date unknown, event occurred eight months after the implant date.

Event description:
It was reported that the patient was not getting an adequate pain relief and was having more bilateral and leg pain. It was also noted that the patient was feeling numbness and tingling in the legs. The non-rechargeable ipg was noted to be nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned as it was kept by the medical facility.